Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that switches 1 and 2 did not work due to corrosion. Upon further inspection, it was observed that the coating of the connecting tube peeled off due to deterioration. It was also observed that the insulation resistance value of the distal end was out of standard due to scratches on the plastic distal end cover. It was observed that the electrical connector and the scope connector was corroded. It was also observed that the connecting tube was dented. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that there was a waterproof failure due to a deformed control unit and electrical connector. It was observed that the light guide lens was broken. It was also observed that the control unit was dirty due to leakage. Lastly, it was observed that the universal cord was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera bronchofibervideoscope switch 1 does not work. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeled off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling could not be determined, however, it is likely that the issue was due to stress resulting from handling, chemical/reprocessing and or storage environment. The event may be prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿1.4 precautions:¿ ¿if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found¿. ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿. Olympus will continue to monitor field performance for this device.